Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device displayed a "compressor failure - 1001" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The customer was contacted for the return of the suspect device. The customer reported that they were able to isolate the failure to the central oxygen supply line being turned on too high. It was lowered it to resolve the problem. The device will not be returned to zoll for evaluation.